Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. The reported patient effect of hemorrhage is listed in the perclose proglide instructions for use as a known patient effect of use with suture mediated closure device procedures. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, the bleed occurred after the patient moved, therefore, it is possible a partial capture or excessive tension occurred. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to an interventional pacemaker procedure. The suture of two proglide devices were successfully pre-placed. The sheath was upsized to a 29f, and the interventional procedure was completed. Reportedly post procedure, the two knots were successfully advanced to the vessel wall and tightened (functioned as intended) and complete hemostasis was achieved. 20 minutes later, the patient was moving resulting in bleeding from the access site. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.